Event description:
It was reported that on (B)(6) 2024, a 25mm navitor with radiopaque markers, was selected for an implant.the patient had pre-existing right bundle branch block(rbbb). During pre-balloon aortic valvuloplasty (bav) the patient had a complete heart block. The device was successfully implanted with a depth of 3-4mm. Post implant, the patient require a permanent pacemaker implantation. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of complete heart block during pre bav was reported. Possible contributing factors to arrhythmia after a portico valve implant include patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that the patient had a pre-exiting right bundle branch block. The valve was implanted at a depth of 3-4mm. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported event could not be conclusively determined.